Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on (B)(6)2017. The rep spoke with the patient late last week and they did not complain of any further problems. The patient has a post-operative appointment on (B)(6) 2017 and the rep would be there to interrogate the device. That is all of the information that the rep has at this time. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. The patient complained that their generator was pushing on a nerve in their back which made their right leg go numb and caused sporadic pain and spasms. There were no known applicable causes. Reprogramming the device elicited severe shocking and spasms in their legs bilaterally. All impedances were within normal limits. The patient noted that they had similar issues at home, even with the device off. Their generator was surgically placed higher in the patient¿s right flank to see if their symptoms would subside. If not, the device may be explanted. The patient stated that this started approximately six months after being implanted. It was unknown if the issue was resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.